Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not helping with the bladder and that the patient was not feeling stimulation. The patient had tried all programs to try to resolve the issue prior to the call. The patient was currently at 8.5v. Patient services informed the patient that this is the highest voltage. The patient has tried each program and increased it to 8.5v and feels nothing. The patient stated that the day of the call she was not feeling anything, and it was not helping with the bladder, so she turned it down. The patient reported a sudden loss of therapy. The patient stated that 10 days ago, the device started turning/moving around, going to side 3-4 times, until it went back into place. The patient stated that 10 days ago is also when she started to not feel simulation and when the device started not helping her. No further complications were anticipated/reported.